Event description:
A customer reported blood glucose results of 284 mg/dl with a lifescan meter and 200 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20%, thereby indicating a potential malfunction of the meter in terms of accuracy. A customer reported blood glucose results of 197 mg/dl with a lifescan meter and 117 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20%, thereby indicating a potential malfunction of the meter in terms of accuracy.